Manufacturer narrative:
The evaluation of complaint data for the product and likely cause alinity I hbsag qualitative ii confirmatory lot 59351fz00 identified normal complaint activity and there are no trends for the product related to patient results. No customer returns were available for evaluation. Additionally, clinical specificity of the alinity I hbsag qualitative ii confirmatory assay has been evaluated with a retained in-house kit of the same lot# 59351fz00 and met all specifications, confirming that this lot is meeting the alinity I hbsag product requirements. A review of the manufacturing documentation did not identify any issues associated with the customers observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or product deficiency was identified for the alinity I hbsag qualitative ii confirmatory (lot# 59351fz00).

Event description:
The customer reported a false reactive alinity I hbsag qualitative ii and hbsag confirmatory result on a patient. The following results were provided: (B)(6) 2024 sid (B)(6) = hbsag = 232 / 235 s/co, confirmed positive with 100% neutralization on another alinity repeat from aliquot tube from same sample on (B)(6) 2024: hbsag = 0.3 s/co, not confirmed by neutralization. Patient has a history of negative hbsag. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 8p11-22 that has a similar product distributed in the us, list number 8p11-21.

Event description:
The customer reported a false reactive alinity I hbsag qualitative ii and hbsag confirmatory result on a patient. The following results were provided: (B)(6) 2024 sid (B)(6)= hbsag = 232 / 235 s/co, confirmed positive with 100% neutralization on another alinity repeat from aliquot tube from same sample on (B)(6) 2024: hbsag = 0.3 s/co, not confirmed by neutralization. Patient has a history of negative hbsag. No impact to patient management was reported.